Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that microsoft windows studio was open, which was causing the issue. A technical support specialist closed the application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank , the system drawer did not open, and the cabinet was frozen. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication morphine ER 15mg tab 02 14 to the patient. There were no adverse events or injuries reported based on this event.